Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Bowel perforation is a known complication of j-tube placement. Peritonitis is a known complication of a j-tube placement. Per instructions for use (IFU), the peg tube should be pulled until elastic resistance is felt, kept under tension, fixation plate should be secured into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the re-placement of percutaneous endoscopic jejunal tube. It was reported that during the re-placement, the patient experienced a bowel perforation. Since (B)(6) 2019, the patient suffered from peritonitis and therefore was transferred for surgical treatment. The patient received intravenous antibiotics piperacillin-tazobactam.